Event description:
Customer reported insulin pump had motor position encoder error and compromised force sensor system and motor error alarm.

Manufacturer narrative:
On the event date october 06, 2022. Customer returned device for an alleged motor error alarm. Device passed the displacement test and rewind test. However, unit received with motor error alarm during the basic occlusion test. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Device history download using thds was successful. Unit confirmed event date and time of alarm: october 06, 22 05:46:41 alarm #43 - alrm_motor_error - motor error and october 06, 22 06:28:47 alarm - alrm_broken_force_sensor - broken force sensor. No alarm during testing and no e70 alarm found at pump history screen noted. Unit was cut/open and inspected no moisture damage or component damage found inside the device. Test reservoir lock properly inside the reservoir tube. The motor was tested outside of the device and passed. The following were noted during visual inspection: cracked reservoir tube lip, cracked battery tube threads and missing endcap sticker. Confirmed motor error alarm during the basic occlusion test due to loose/flush drive support disk. Confirmed alarm at the pump history file. Not confirmed alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the insulin pump had pump error alarms and motor error alert. No harm requiring medical intervention was reported. Troubleshooting was performed and customer aware to request pump settings and to contact after receiving the device to activate warranty and help with settings. Product will be returned for analysis. The customer will discontinue to use of the device.